Event description:
The patient fell down on 3 separate occasions: he got up to manage to make it to closet 1st time when he first fell . He fell down again the same hour and was found on the floor next to bed. The 3rd time he fell down again on floor next to bed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).